Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: blood leaking back through port.

Manufacturer narrative:
Investigation result: one 2420-0007 sample from lot 24066849 was received in sealed packaging for investigation. The customer reported that "blood leaking back through port." No further information was available regarding the exact sequence of events leading to the customer's experience. A visual inspection of the product noted that both of the smartsite components had slightly oval-shaped female luer adaptors (fla), as opposed to the usual circle shape. The returned sample was subjected to pressure testing in order to replicate the customer's experience; no leakage was observed from the infusion set throughout testing. This indicates that despite the visual deformity, the components remained sealed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24066849 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, root cause of the oval smartsite is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Event description:
No additional information